Event description:
It was reported by the clinic that the scheduled transmission was showing in a "pending" state. The caller was advised to have the patient send a manual transmission in order to try to determine the reason for the appointment delay. When the patient attempted to initiate a manual transmission the remote monitor did not respond to the start button. A replacement monitor was ordered for the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.